Manufacturer narrative:
The subject device was returned for investigation and inspected. The reported failures of balloon loss of pressure, unable/difficult to remove and catheter detached balloon or catheter component were confirmed. Per the reported information, the balloon ruptured during the procedure. During investigation, a longitudinal balloon rupture, scuff marks, balloon wrinkling, and a bunched distal balloon end were noted on the balloon surface. The cause of balloon loss of pressure could be attributed to patient calcium. The balloon rupture during the procedure prevented the balloon from fully deflating during removal and caused the device to get stuck at the distal end of the sheath. It is possible that the force used to remove the device resulted in detachment and damage to the outer shaft. The cause of the detachment could be attributed to handling during attempt to remove the device. During investigation multiple kinks were noted on the outer shaft along with longitudinal rupture. The cause of the kinks and rupture is unknown, but it could be attributed to handling. Per the product's instructions for use (IFU), it cautions: 1. Do not advance or retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of the resistance before proceeding. The presence of the stent could have contributed to the inability to remove the device. 2. Do not use excessive force/torque when using this device as this could result in damage to the device components and patient injury. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
A shockwave m5+ peripheral intravascular lithotripsy (ivl) catheter was used to treat an unspecified lesion. It was reported that two hundred and seventy pulses (270) were delivered. During the tenth treatment cycle, the shockwave balloon ruptured and would not deflate. Upon removal attempt, the balloon's sheath became lodged and could not be withdrawn from the 7f introducer. The shaft broke when the surgeon pulled on the shaft to remove the stuck balloon. The physician had to cut the guide catheter to remove the introducer with the balloon still inside, which prolonged the procedure for the patient. The physician replaced the introducer and completed the procedure successfully. No patient harm was reported for the event.

Manufacturer narrative:
The device referenced in this report has not yet been received at shockwave medical, inc. Therefore, a physical examination has not been performed. Evaluation of the subject device is anticipated but has not yet begun. After the device is received and investigation is completed, a supplemental report will be submitted.